Manufacturer narrative:
(B)(4). This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively. This report will be amended when the investigation is complete.

Event description:
It is reported that the knob on this new tensioner failed to move.

Manufacturer narrative:
Inspection of the returned cable grip system tensioner confirmed that the housing assembly, spring (lever) is seized. Visual inspection did not show any indication of prior use. Review of the device history record did not find any deviations or anomalies. This device is used for treatment. The event was reviewed with the supplier, and their investigation identified that the components within the cam mechanism all consists of 17-4 sst. These like materials are prone for galling when the components are loaded/cycled. Due to this nature of the instrument lubrication is required for the proper functioning of the instrument. The standard manufacturing practice of the supplier is to apply lubrication to the moving parts of the instrument prior to shipment. An update to the inspection instruction sheet was done to include a functional check to the laser weld and assembly operation to ensure that the proper lubrication was applied and the lever opens and closes smoothly. A definite root cause for the reported issue cannot be determined with the information provided.